Event description:
The customer's nurse called and reported the buttons on the insulin pump were not working any longer. Troubleshooting could not be performed as the device was not present at the time of the call. The insulin pump will not be returning for analysis at this time.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.